Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that approximately one week post an unspecified gastro-intestinal (gi) stenting procedure, stent covering damage occurred. The patient was administered propofol prior to the procedure. Two ultraflex 18mm x 15mm stents had been placed at unspecified locations in the esophagus for treatment of a gastric fistula. During a follow-up exam, "increased leak volume" was noted. An endoscopy was performed which confirmed "spontaneous disruption of the stent's polyurethane membrane". It is not known what was done for treatment. The patient's condition is reported as "stable".